Event description:
The heating element was replaced 6 weeks ago and have worked fine since then. Last night someone was walking by the area and smelled plastic. The unit was reportedly on fire, a fire extinguisher was used, the onsite biomed did a quick evaluation and believes that the fire started from the recently replaced heating element. Connectors to the heater are still good. It definitely appears that the heater (or wires) shorted, not the power supply. Fuse did not blow.